Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced ise buffer valve (part number c28717) which resolved the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the generation of negative anion gap patient results on the au680 clinical chemistry analyzer. The results were not released from the laboratory. There was no change in patient treatment in association to this event.